Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 860 mg/dl. The customer¿s blood glucose level was 600 mg/dl at the time of incident. The customer was treated with manual injection. Customer also reported that the allege insulin pump was under delivering. Customer was using auto mode. Troubleshooting was performed high blood glucose and under delivery. The insulin pump will be returned for analysis and reservoir will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. Device received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, cracked battery tube threads, cracked select button keypad overlay, keypad overlay texture damage, end cap address label missing, serial number label fading and minor scratched lcd window.